Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported during an inspection, a magnetic field freeze occurred in the otolaryngology software. There was no more magnetic field recognition. After restarting, the magnetic field stabilized, but it was confirmed that the straight suction could not be verified. There was patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 9660651, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 9733597, serial/lot #: (B)(6), h6) multiple annex a codes were applied to capture this event. A0709 captures the magnetic field freeze and a110201 captures the lack of magnetic field recognition. H3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Codes b01, c19, and d15 are applicable. H3, h6) the product ID: 9731203, serial/lot #: (B)(6) was returned to the manufacturer for analysis on 2024-07-16. In summary, no faults were found. The returned field generator functioned as intended. Codes b01, c19, and d14 are applicable. H3, h6) the product ID: 9660651, serial/lot #: (B)(6) was returned to the manufacturer for analysis on 2024-07-17. In summary, no faults were found. The axiem functioned, as intended. Codes b01, c19, and d14 are applicable. H3, h6) the product ID: 9733597, serial/lot #: (B)(6) was returned to the manufacturer for analysis on 2024-07-16. In summary, no faults were found. The returned cable had no physical damage and passed a continuity test with no opens or shorts detected. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.